Manufacturer narrative:
Corrected information added to g5: g5 dropdown for combination product was inadvertently checked as "yes". This device is not a combination product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On an unreported date half a year after recovery from first episode (first episode occurred in the beginning of 2017), the peritonitis event occurred. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with cefuroxime (intraperitoneally, dose and frequency were not reported). At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available as the reporter declined to provide additional information.